Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the touch screen to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 319 on system logs indicating that the component had failed in the field. The unit was then installed onto the golden system. Upon turning on the system, the touchpad did not have an image display on it and it was not able to program because the nodes were not present. The probable root cause of error 319 may be attributed to interruption of communication through this component. It is placed in an unrecoverable soft-lock mode. Correction: the details under section d were updated to reflect patient side cart (psc) as the primary product.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a repeated non-recoverable error 319 occurred. The tse confirmed error 319 in the logs pointing to the patient side cart (psc) touchpad. The tse had the customer perform hard power cycle the system, but the issue was not resolved. The customer elected to convert the procedure to laparoscopic surgery. There was no reported injury. Isi followed up with the nurse and obtained the following additional information: the procedure was converted to laparoscopic surgery due to repeated non-recoverable error 319. It was unknown if the conversion resulted in increasing port size incision or adding additional ports.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.